Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -12.50/3.5/067 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's eye. Reportedly the "lens was removed due to severe pain, lens was wrong length. Surgeon removed lens and did not implant any other lens." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received: the reporter indicated that a 13.2mm, tmicl13.2, -13.00/3.5/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Elevated iop (52 mmhg) without pupil block was observed on (B)(6) 2019. Lens was removed on (B)(6) 2019. Cause of the event is reported as oversized per reporter, per patient's last visit on (B)(6) 2019, bcva: 20/40, iop: 18 mmhg, eye status white and quiet." (B)(4).

Manufacturer narrative:
Supplemental #1 medwatch report in the event description should be corrected to: the reporter indicated that a 13.2mm tmicl13.2, -12.5/3.5/067 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Elevated iop (50 mmhg) without pupil block was observed on (B)(6) 2019. The lens was explanted on (B)(6) 2019. Cause of the event is reported as oversized lens. Per patient's last visit on "(B)(6) 2019, bvca 20/30, iop 20 mmhg, eye status is white and quiet. Iop remained elevated 42 mmhg (B)(6) 2019 despite max medical treatment and aqueous release." Claim#: (B)(4).

Manufacturer narrative:
Patient code: 1937. Patient code 3191: no code available (medical intervention). Claim#: (B)(4).

Manufacturer narrative:
Date of event: (B)(6) 2019 should be removed and replaced with unk as it is not applicable. Claim#: (B)(4).